Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 384 mg/dl while wearing the pod. Symptoms reported include nausea and hyperglycemia. The patient reports their personal diabetes manager (pdm) was overheating and not holding a charge. Once at the hospital the patient had x-rays performed and they were treated with insulin, intravenous fluids as well as potassium and magnesium, pills. The patient was prescribed insulin. The patient is currently still in the hospital at the time of the call. The patient reports they will use manual pen injections of insulin while waiting for a new pdm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to determine if any product condition could have contributed to the reported thermal issue with the controller. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Insulet received additional information on 02november2022 that the patients hospitalization was due to low potassium levels and was unrelated to diabetes or the omnipod device.